Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not save images. No patient injury was reported.